Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01285. It was reported the patient experienced ineffective stimulation. Subsequently, the scs system was explanted. X-rays revealed right side lead had migrated. Subsequently, surgical intervention was undertaken wherein the lead was explanted and replaced with another model which resolved the issue. It is unknown which lead is the right side lead. Therefore all the suspected devices are being reported explanted.